Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lower extremity lesion. The 6x40mm armada 35 pta balloon dilation catheter (bdc) was prepared for use. The bdc was advanced to the target lesion for pre-dilation. However, during inflation, the balloon ruptured at an unknown pressure. The method used to complete the procedure was not provided. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.